Event description:
About 2/3 length of 0-ur6 suture needle tip broke off inside patient's fascia while suturing. Portable xray of abdomen called to aid for location of suture in abdominal tissue. Surgeons were able to remove all missing suture needle in one piece. Radiologist called back room for negative result after.